Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. Data analysis confirmed low flow that triggered auto suction & suction alarms when pump started & remained to the rest of the case. The product was not returned for review. Based on clinical description & data analysis, the root cause of low flow was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During implantation, the impella .018 wire was used to load and pass the cp across the aortic valve (av). Once in ventricle, the impella flow started but there was no native contractility, and impella experienced ongoing suction issues throughout the course of patient support. The patient required multiple rounds of CPR, with each attempt to balloon the clotted stents, and flow was never regained. The patient eventually succumbed to their pre-existing conditions and passed away. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.